Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the bd representative that, during rounding on the 2nd floor, it was reported that the customer have had to send three pump channels down for repair due to broken iui connectors. There was no information on patient involvement.

Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had broken iui connectors was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that three (3) pumps were sent to the hospital biomed due to broken inter-unit interface (iui) connectors. This was reported to a bd representative during an on-site visit. There was no reported patient involvement.